Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with complaints of pain and shortness of breath. Upon interrogation it was noted that the r-wave amplitude measurements had decreased from 22 millivolts (mv) to 0.7 mv, the right ventricular (rv) lead impedance measurements had also decreased from 1063 ohms to 497 ohms and there was no capture at maximum outputs. A revision procedure was performed for cardiac tamponade and periciardial effusion where it was found that the rv lead had perforated the heart wall. During the procedure the rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.